Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl which was treated through the insulin pump. Customer¿s current blood glucose was 370mg/dl. Customer symptoms like urination and thirst. Customer mentioned that previously he was admitted to hospital due to low blood glucose at middle of the january. Drive support cap was normal. Customer had air bubbles of size 2mm which was located in tube 4 inches from the reservoir. Insulin pump will not be return for analysis.